Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a damaged lcd lens, damaged battery door, loose latch lock and ripped dso seal. No evidence was found in the review of the event history log. During the functional testing, the customer reported issue was confirmed. The most probable cause is faulty pixels on the lcd screen. The lcd was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the display needs to be replaced - has numerous lines through it. The product fault was found upon power on. The device evaluation revealed a ripped downstream occlusion seal. There was no patient involvement, and no patient harm/adverse event reported.